Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing. The smartpass feature on this subcutaneous implantable cardia defibrillator (sicd) had programmed itself off due to low intrinsic amplitudes. Also, the patient had developed a right bundle branch block, so the sicd system no longer met screening criteria. The system has been explanted. There were no additional adverse patient effects.